Event description:
It was reported that following a coronary angioplasty via the right common femoral artery an angio-seal device was deployed after performing a femoral arteriogram. The physician described tamping the collagen a routine until resistance against the anchor suddenly gave way. Upon return to the ward, pedal pulses were palpable on the right foot. Prior to the procedure the foot pulses had been very faint. Within half an hour the right foot and leg appeared dusky and the patient was referred to a vascular surgeon who removed collagen from the artery and repaired the arteriotomy site. The patient returned to the ward without further incidence and is recovering.